Manufacturer narrative:
Concomitant products: product ID 977a260, serial # (B)(4), implanted: (B)(6) 2014, product type lead; product ID 977a260, serial # (B)(4), implanted: (B)(6) 2014, product type lead. (B)(4).

Event description:
It was reported that the patient felt that the stimulation caused a new pain in their back, which was worse than their regular pain. An explant was required due to this. Reprogramming had been attempting. X-rays and impedance testing had also been done. The patient¿s status was alive with no injury. If additional information is presented regarding this event, a follow up report will be sent.